Manufacturer narrative:
It was noted during testing that the ebox motor controller failed.

Event description:
It was reported that the cordless driver 3 was sent for service and it oscillated when the forward trigger was pulled during testing conducted at the manufacturer. There was no patient involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.